Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced dizziness and temporary loss of consciousness. Subsequently, the patient was hospitalized. Upon evaluation it was discovered that the pace impedances had gradually decreased from 360 ohms to 250 ohms and stored non-sustained episodes of noise. The noise was oversensed and lead to pacing inhibition up to a maximum of four seconds. The patient was pacemaker dependent. The device was reprogrammed and a lead revision was to be performed. There were concerns that this lead had insulation damage. No further complications have been reported. Additional information was received that this patient underwent a revision procedure and the rate/sense of this rv lead was surgically capped. The patient had a previously capped rate/sense lead that was placed back into service. No further complications were reported. The patient will be monitored via the remote home monitoring system.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.